Event description:
The customer reported having hypoglycemia. The customer stated that the insulin pump was releasing more insulin than it is supposed to into her body. The paramedics were called at her home twice. The blood glucose reading at time of the call was 81mg/dl. Troubleshooting was performed. The customer stated that she suspended the insulin pump, and the insulin was still delivered. The infusion set was changed the night prior to the event. The units left in the reservoir matched up with the units on the screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.